Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred (B)(6) 2022 the date the manufacturer became aware of the event.